Event description:
Pt was having a port-a-cath placed in the operating room. Disposable zipwire was used and threaded through introducer for guidance. Upon removal of the guidewire, sheath was frayed at the tip about 8 inches down; half of the side remained in the pt. Xray confirmed sheath was inside pt. With xray guidance surgeon was able to remove the piece from the pt. This required extended operating room time.